Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - expiration date ni, initial reporter - name ni, manufacture date ¿ ni. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051411.

Event description:
The patient underwent a revision procedure approximately three months post-implantation due to audible noise and radiographs revealed the ceramic insert had fractured. Some pieces of the fractured insert were retained by the patient.

Manufacturer narrative:
Upon review of the reported event, it was determined to not be reportable as this device is not cleared for distribution in the united states, nor does zimmer biomet in the u.s. Market or manufacture a similar device. The initial report was submitted in error and should be voided.